Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('my periods are so much worse, heavier and painfull') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("my periods are so much worse, heavier and painfull") and ovulation pain ("ovulation is extremely painful"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia and ovulation pain outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and ovulation pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media::,menorrhagia and ovulation pain ,dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: reporter information added events added: dysmenorrhea, ovulation pain, medical device removal event update to menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('my periods are so much worse, heavier and painfull') and menorrhagia ('my periods are so much worse, heavier and painfull') in a female patient who had essure (batch no. 975392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, hematometra and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation is extremely painful"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia and ovulation pain outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and ovulation pain to be related to essure. The reporter commented: 1 on left cornua and 5 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: appropriate position of essure devices with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones were reported via social media::,menorrhagia and ovulation pain ,dysmenorrhoea lot number: 975392 manufacturing date:2012-04 expiration date:2015-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('my periods are so much worse, heavier and painful') and menorrhagia ('my periods are so much worse, heavier and painful') in a female patient who had essure (batch no. 975392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, hematometra and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation is extremely painful"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia and ovulation pain outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and ovulation pain to be related to essure. The reporter commented: 1 on left cornua and 5 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: appropriate position of essure devices with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following ones were reported via social media::,menorrhagia and ovulation pain ,dysmenorrhoea. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received- lot number and reporter information was added. Endometrial ablation added as a surgery for menorrhagia. Removal surgery updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.